Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer treated with injection. The customer stated that the reservoir thread o-ring is missing. The customer's current blood glucose was 445 mg/dl because the reservoir came loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a cracked case at the display window corner, cracked battery tube threads, a missing reservoir tube o-ring, a broken reservoir tube lip and test reservoir will not lock/click in place. The pump had minor scratches on the display window and a missing end cap sticker. The pump passed the operating currents measurement, self-test, unexpected restart, displacement, prime and excessive no delivery tests. Unable to perform the basic occlusion or occlusion tests due to the reservoir tube anomaly. The pump communicated properly to test the blood glucose meter.